Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 120 mg/dl at the time of incident. Customer stated that the insulin pump had a stuck button alarm . Stuck button troubleshooting was performed and customer was unsure if the insulin pump button was pressed down for 3 minutes or longer and it was not exposed to a change in altitude. Customer declined to further troubleshoot the issue and assisted patient to turn on the auto mode. The insulin pump is not expected to return for analysis.